Event description:
It was reported that this right ventricular (RV) lead was part of a system revision due to infection and erosion. Reportedly, the patient experienced discomfort, pain, edema, inflammation, swelling and fluid discharge. There were no additional adverse patient effects reported. The RV lead was explanted.